Event description:
Pt was revised to address loosening of the cup, osteolysis, and poly wear. It was reported that the pt had previously had a cup revision with acetabular bone grafting, and that all the graft had resorbed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.